Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that on (B)(6) 2021, the patient's blood glucose levels reached 348 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found a little bent. Patient also stated that their heart was racing, they had blurred vision and were confused. Patient's husband called 911 and the ambulance came and brought the patient to the emergency room (ER) around 5:30 pm. The pod was removed at the ER and the patient was treated with intravenous therapy with insulin (10 units) and fluids. Patent was released 7 hours later. The patient's blood glucose and insulin history are as follows: (B)(6).